Event description:
Synovitis. Case description: spontaneous case report was rec'd on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unk, with osteoarthritis (kellgren-lawrence grade 4). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On (B)(6) 2007, the pt initiated the first course of treatment with intra-articular synvisc (hylan g-f 20) injection, into the right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2007, the pt experienced synovitis of right knee. The pt rec'd treatment with intramuscular depo-medrol (methylprednisolone acetate) at a dose of 01 cc for the event of synovitis of right knee. On (B)(6) 2007, after duration of 24 hrs, the pt recovered from synovitis of right knee. The action taken with synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis of right knee was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. F/u info was rec'd on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MDR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.